Event description:
It was reported that after the catheter was in use for routine obstetric use, a piece of the outer coating separated and remained in the epidural space. The pt elected not to have the small piece of catheter removed at this time. There were no pt complications.